Event description:
A customer reported receiving erratic readings on his freestyle lite blood glucose meter. The customer reported receiving readings of 376 mg/dl, 411 mg/dl, 432 mg/dl, 129 mg/dl and 344 mg/dl within 10 minutes on (B)(6) 2011. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer further reported experiencing "rapid heartbeats, blurred vision and headaches" on (B)(6) 2011 and stated "he may have used more insulin than was necessary." No third-party emergent intervention was reported. There was no report of death or serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.